Event description:
It was reported that the hospital cart was not receiving power from the wall charger and could only operate on battery power. The patient remained hemodynamically stable, and no adverse events were reported.